Event description:
A customer reported that their t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging, with plans for further follow-up. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.